Event description:
Study with catheter ablation for cardiac arrhythmia. Catheter was positioned at the end of a 15 sec ablation under fluoroscopy. The 4 mm platinum tip was seen dissociating from the catheter.